Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)'), embedded device ('essure micro-insert embedded/ migration of essure device location of device: lodged in ovary') and salpingitis ('fallopian tube showing minimal chronic inflammation') in a 29-year-old female patient who had essure (batch no. 893014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy and migraine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have blood iron decreased ("blood or heart disorder/condition type: low iron"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pains/ pain") and hypoaesthesia ("neurological conditions or problems type: numbness in legs"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), muscle spasticity ("spasms in arm"), groin pain ("top of groin"), pain ("radiates down leg"), headache ("headaches") and migraine ("migraine/ migraines / headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, salpingitis, mood swings, urinary tract infection, blood iron decreased and headache outcome was unknown, the genital haemorrhage, pelvic pain and back pain had not resolved and the abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypoaesthesia, dysmenorrhoea, dyspareunia, fatigue, weight decreased, muscle spasticity, groin pain, pain and migraine had resolved. The reporter considered abdominal pain lower, back pain, blood iron decreased, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, hypoaesthesia, menorrhagia, migraine, mood swings, muscle spasticity, pain, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure removal date as per mr (B)(6) 2013. Essure device was found to have perforated the cornual area and the edges of the fallopian tubes on both sides. The perforation seemed to be more on the right side than on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: adequate placement of the bilateral essure devices. Lot number: 893014 manufacture date: 2011/08 expiration date: 2014/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)'), embedded device ('essure micro-insert embedded') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 893014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have blood iron decreased ("blood or heart disorder/condition type: low iron"). In january 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes: mood swings") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pains/ pain") and hypoaesthesia ("neurological conditions or problems type: numbness in legs"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), muscle spasticity ("spasms in arm"), groin pain ("top of groin"), pain in extremity ("radiates down leg"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, mood swings, urinary tract infection, blood iron decreased and headache outcome was unknown, the genital haemorrhage, pelvic pain and back pain had not resolved and the abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypoaesthesia, dysmenorrhoea, dyspareunia, fatigue, weight decreased, muscle spasticity, groin pain, pain in extremity and migraine had resolved. The reporter considered abdominal pain lower, back pain, blood iron decreased, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, hypoaesthesia, menorrhagia, migraine, mood swings, muscle spasticity, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingectomy in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters details updated and patient demographics, laboratory data were added. Essure indication updated. Added lot number. On (B)(6) 2013, she explanted essure. Injury event was updated to hormonal changes: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), blood or heart disorder/condition type: low iron, migration of essure device location of device: lodged in ovary, neurological conditions or problems type: numbness in legs, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s), fatigue, perforation (uterus), weight gain / loss specify which one: weight loss, spasms in arm, top of groin, radiates down leg, migraine, headaches. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)'), embedded device ('essure micro-insert embedded') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 893014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have blood iron decreased ("blood or heart disorder/condition type: low iron"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes: mood swings") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pains/ pain") and hypoaesthesia ("neurological conditions or problems type: numbness in legs"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), muscle spasticity ("spasms in arm"), groin pain ("top of groin"), pain ("radiates down leg"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, mood swings, urinary tract infection, blood iron decreased and headache outcome was unknown, the genital haemorrhage, pelvic pain and back pain had not resolved and the abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypoaesthesia, dysmenorrhoea, dyspareunia, fatigue, weight decreased, muscle spasticity, groin pain, pain and migraine had resolved. The reporter considered abdominal pain lower, back pain, blood iron decreased, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, hypoaesthesia, menorrhagia, migraine, mood swings, muscle spasticity, pain, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingectomy - in (B)(6) 2012: total bilateral occlusion.. Lot number: 893014 manufacture date: 2011/08 expiration date: 2014/08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation (uterus)'), embedded device ('essure micro-insert embedded/ migration of essure device location of device: lodged in ovary') and salpingitis ('fallopian tube showing minimal chronic inflammation') in a 29-year-old female patient who had essure (batch no. 893014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy and migraine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have blood iron decreased ("blood or heart disorder/condition type: low iron"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes: mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pains/ pain") and hypoaesthesia ("neurological conditions or problems type: numbness in legs"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), muscle spasticity ("spasms in arm"), groin pain ("top of groin"), pain ("radiates down leg"), headache ("headaches") and migraine ("migraine/ migraines / headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, salpingitis, mood swings, urinary tract infection, blood iron decreased and headache outcome was unknown, the genital haemorrhage, pelvic pain and back pain had not resolved and the abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypoaesthesia, dysmenorrhoea, dyspareunia, fatigue, weight decreased, muscle spasticity, groin pain, pain and migraine had resolved. The reporter considered abdominal pain lower, back pain, blood iron decreased, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, groin pain, headache, hypoaesthesia, menorrhagia, migraine, mood swings, muscle spasticity, pain, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure removal date as per mr (B)(6) 2013. Essure device was found to have perforated the cornual area and the edges of the fallopian tubes on both sides. The perforation seemed to be more on the right side than on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: adequate placement of the bilateral essure devices. Lot number: 893014, manufacture date: 2011/08, expiration date: 2014/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: medical records received: event: salpingitis was added. Reporters, lab data, rcc note were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.